Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specification. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with the sensor. The insulin pump alarmed weak signal and lost sensor. Customer's sensor glucose reading was 112 mg/dl but her blood glucose level was 139 mg/dl. Her sensor and blood glucose difference was within an acceptable range. The insulin pump went into threshold suspend. The customer was advised that the device would be replaced and agreed to return the product for analysis.